Manufacturer narrative:
The complete e1 initial reporter establishment name is: (B)(6). The online tdm phenytoin - free phenytoin application lot number and expiration date were not provided. The customer replaced the sample probe. The investigation is ongoing.

Event description:
There was an allegation of a questionable online tdm phenytoin - free phenytoin application result from the cobas c 503 analytical unit. The initial result was 19.4 mg/l, and the repeat results were 7.3 mg/l and 9.5 mg/l. The questionable result was repeated because the doctor did not believe the results.

Manufacturer narrative:
On the alarm trace, there are several abnormal aspiration alarms; these alarms are consistent with preanalytical or sample handling issues with a contaminated sample needle. The issue was resolved locally by replacing the sample probe.